Manufacturer narrative:
The manufacturer did not receive the device for review. Where lot numbers were received, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient suffered an intraoperative complication when the device fractured. The fractured piece was not able to be retrieved from the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Investigation and conclusion: - hazard: component broken. - no relevant medical data has been received. - visual examination: the drill shows some normal signs of usage until the fracture surface. The broken off tip has not been received for investigation and stayed in patients body. - the product is intended for treatment. - the investigation results did not identify a non-conformance or a complaint out of box (coob). - biocompatibility specification: in accordance with iso 10993-1 the znn-cmn asia guide and instruments are categorized as external communicating devices with tissue/bone contact for less than 24 hours. - based on the available information not able to identify an exact root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.